Manufacturer narrative:
The peg drills were returned and evaluated by the engineering department. It is not known as to what caused the drill to break. The surgeon used an awl to complete the procedure. There was no harm to the user or patient and the case was completed uneventfully.

Event description:
The peg drill tip broke and was separated from the shaft during surgery. This issue occured in a total of three drills in the same case. All of those were retrieved from the patient and discarded by the surgeon. This MDR (FDA medwatch form 3500a) is now being filed in accordance with the findings on form 483 (observations), received during our FDA inspection held in 10/2015.